Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined follow up from tandem technical support. Customer¿s blood glucose (bg) level was 250-254 mg/dl, and customer reported vomiting. Elevated blood glucose levels were addressed by manual insulin injection. Ultimately, the customer cleared the alarm and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.